Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that ?just beeps, does not do anything? Was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to missing main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump that "just beeps, does not do anything." The event was reported to have occurred upon power up in the general patient ward. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.